Event description:
N/a

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/04/2026. An investigation was conducted on 02/19/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device outside loading device with seal loaded in delivery device with blue safety lock on, white plunger not depressed. There were no visual defects observed on the loaded seal. The blue slide lock was unlocked and white plunger depressed and the seal was able to be deployed with no visual or physical defects observed. The seal and tension spring assembly was observed to be intact, with no visual defects observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot #3000479465 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that when using hsk-3038, the sealing device did not set and could not be used. The issue happened during the procedure. The device failure to load. The procedure was completed using a replacement product. There was no delay in the procedure and no health hazard to the patient.